Event description:
It was reported as a general comment that during attempted closure of an unspecified access site following an interventional procedure, after the prostyle plunger was pulled, there was no suture present. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
B3: the date of event is estimated as (B)(6) 2023. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.